Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was experiencing shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/27/2015 with the following findings: the battery cap was able to fully tighten to the pump and the battery compartment was intact with no damage. There was evidence of a partially discharged battery being installed observed in the pump's black box on 01/03/2015. The pump's current draws were within specifications. No battery life issues duplicated during the investigation.